Manufacturer narrative:
Non-bd (zr flush) 3ml syringe containing approximately 2.5ml of 0.9% sodium chloride injection, usp (zr flush, 3ml, lot 3135751, exp: 2021-03-01). The customer¿s report that the filter gets clogged was not confirmed or replicated. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set¿s slide clamp was received in the open position. No kinks in the tubing were observed. No abnormalities were observed on the set during visual inspection. The root cause of the lipid filter occluding was not definitively determined, however; previous testing on new sets having a similar filter as the received set using a lab simulated lipid solution has identified that the filter may become occluded over time and repeated use due to the build-up of infusion particulates. The customer¿s report of the lipids start to leak was not confirmed. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak. Although requested, there was no additional information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.